Event description:
Pacemaker under boston scientific advisory for high battery impedance may initiate safety mode. Recommendation for patients that are dependent is to have generator replaced asap patient is dependent on pacemaker. Pacemaker generator changed [redacted].